Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis therapy. The cause of the hernia was not reported. On the same day as the event onset, the patient was hospitalized. During hospitalization, the patient underwent a surgical procedure to repair the hernia. Dianeal therapy remained ongoing. That same day the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.